Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The physician cleaned out the pocket, put the patient on antibiotics, flushed the pocket and reimplanted the pacemaker. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the system has been explanted.